Manufacturer narrative:
The t:slim x2 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred after customer went swimming with the pump. Customer's blood glucose level was 148 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.